Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. The pump¿s indications for use (IFU) were noted as post lumbar laminectomy syndrome and spinal pain. The patient reported that there was a volume discrepancy, but didn¿t know the discrepancy details. The patient stated that due to volume discrepancy, the hcp suspected a possible kink in the catheter. The event date was reported as (B)(6) 2016; the event date provided is an approximated date. No symptoms were reported. The patient was to follow-up with the hcp. Additional information received from the hcp on 2016-03-31 indicated that there was no kink issue. When asked about the actions/interventions taken to resolve the volume discrepancy, the hcp noted that they explained how the personal therapy manager (ptm) and boluses worked. When asked whether the cause of the discrepancy was determined, the hcp noted that the patient was new to the ptm and wasn¿t sure why the date changed. The volume discrepancy had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.